Event description:
Boston scientific received information that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited noise and low out of range pacing impedance measurements less than 200 ohms resulting in activation of the lead safety switch (lss) feature. The noise was oversensed, however, did not result in pacing inhibition. The patient was not pacemaker dependent. Additionally, the patient experienced diaphragmatic stimulation. Boston scientific technical services (ts) discussed troubleshooting options. A system replacement procedure was planned for a date in the future. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.

Event description:
Additional information was received that the pacemaker was explanted and replaced and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not confirm the reported clinical observations.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.